Event description:
It was reported by the rep that the (1) tsw35 was used during a laparoscopic assisted vaginal hysterectomy procedure. It was reported that the stapler reload was dropped into the pt.